Manufacturer narrative:
Lead model 3998, lot# v378107, implanted: 2011 (B)(6), explanted: unknown, lead model 3888-33, lot# v542025, implanted: 2011 (B)(6), explanted: unknown, extension model 3708240, (B)(4), implanted: 2011 (B)(6), explanted: unknown, extension model 3708220, (B)(4), implanted: 2011 (B)(6), explanted: unknown accessory, model 37092, lot# 250430002, accessory model 37752, (B)(4), programmer model 37743, (B)(4).

Event description:
It was reported that the patient experienced a burning sensation below the waist and on the right side of the spine. The patient also had tingling down her right leg. The patient also experienced neck pain and pain in the base of her skull that began during a car ride. It was later reported that the patient began experiencing shocking after traveling from oh to wa. The shocking had happened before, but a representative at the patient's hcp office fixed it. The patient felt like it was burning and could not stand stimulation even when the amplitude was near 0.0 volts. The device was turned off at the time. The patient planned to meet with her hcp. Additional information has been requested, but was not available as of the date of this report.